Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating that battery has failed and caused an alarm. There was no patient involvement. The customer called and spoke with a philips remote service engineer (rse). The device was evaluated by the customer with assistance from rse. Rse confirmed that the battery will need replacement. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The custoemr was sent replacement battery to rectify malfunction. The investigation identified accessories issue, and replacement has been initiated. If additional information is received the complaint file will be reopened.